Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon reviewing remote transmission, noise was noted on the atrial lead. The patient would be monitored.